Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that he undertook a revision of patient who had been implanted with an mdm liner and trident accolade combination. The revision was due to pain. The surgeon reported that the mdm liner was well fixed and that when the screws were removed the shell came out. There was no bond between the bone and shell. The surgeon further reported alval and bone loss which he graded as 2c. The bone had the appearance of cottage cheese. There had been evidence of osseointegration on the shell which had subsequently de-bonded. The patient required 2 sachets of bone chips as a graft and an alternative cup was used to complete the revision. The surgeon further reported that the patient had originally presented on (B)(6) 2018 with pain and aspirates did not indicate infection (crp was 2 and esr was 8). Additionally samples taken during the revision tested negative for growth.